Event description:
Boston scientific received information that during a routine follow-up, this device's magnet rate was 90 beats per minute (bpm) with an estimated longevity of about half a year. Approximately four months earlier, the magnet rate was 100 bpm and the physician wanted to know why the longevity depleted so quickly. Boston scientific technical services confirmed elevated right atrial and ventricle outputs at 4.5 and 3.5 volts respectively. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This device was later explanted due to normal battery depletion and returned to boston scientific for analysis. There were no further allegations made against the device in relation to this event.